Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the patient's blood glucose level. Despite efforts by technical support to troubleshoot the issue, including providing guidance on resetting the pump, the malfunction persisted. Technical support decided to replace the pump, and the patient planned to use an alternative insulin delivery method in the meantime.